Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received anti-tachycardia pacing for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular tachycardia (vt). It was also noted the clinician suspected loss of capture due to seeing a heart rate in the 30s on telemetry. Rapid response was called. The device and lead remain in use. No further patient complications have been reported as a result of this event.